Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the caller is a healthcare professional working with a hard of hearing patient that is not easy to work with.  The patient is having problems. Specifically, they are not feeling stimulation and are retaining urine.  When asked when the issue started the patient stated "a long time ago."  The patient is at the same setting as last october and at that time they were feeling stim on program 3 at 3.5.  It was confirmed that the ins was on but when attempting to increase the stim the screen showed that the upper limit was reached.  The caller moved the patient to program 4 and could not go above 1.x until the upper limit was reached. It was advised that the managing physician be involved to work with the patient to remove limits, etc. The  patient was redirected to follow up with their healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.